Event description:
It was reported that during a da vinci colorectal procedure, the endowrist one vessel sealer instrument did not work. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. Obtained following information from the initial reporter: the sealing function did not work and surgeon was aware that it was not working. Customer not sure if the vessels were highly calcified or too thick. In terms of error messages: useable that not sealing. On (B)(4) 2015, intuitive surgical, inc. Obtained following information from isi clinical sales representative (csr): the seal function did not work on the vessel instrument after using it successfully in this capacity for about 20-30 minutes. The surgeon was aware that it stopped working because there was no tissue effect. However, there was no error message on the erbe generator. The vessel sealer instrument worked well for a significant period of time during the case then it stopped working. The csr does not know if the generator gave the two audible high pitch tones signaling that the sealing cycle has been completed. He believes the surgeon did not use the cut function. There was bleeding/oozing, which was very minor and not directly related to applying energy. Bleeding was easily contained by using another vessel sealer instrument. There was no patient injury.

Manufacturer narrative:
The instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument failed to seal during a da vinci colorectal procedure.